Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 2.5 x 15 mm xience v stent in the distal circumflex artery and a 2.75 x 23 mm xience v stent in the mid right coronary artery (rca). On (B)(6) 2014, the patient experienced an episode of angina and shortness of breath after activity. The patient was re-hospitalized on (B)(6) 2014 and coronary angiography noted 80% restenosis at the 2.75 x 23 mm xience v stent implanted in the mid rca, as well as 80% stenosis at an unspecified non-target vessel. Percutaneous coronary intervention, with stent implantation, was performed at the mid rca, as well as at the distal rca. The patient condition resolved on (B)(6) 2014 and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that 80% stenosis was found next to the xience v stent, but not in the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.